Manufacturer narrative:
Results: the stretch resistant wire (sr wire) was fractured and the embolization coil was unraveled. Conclusions: evaluation of the returned ruby coil revealed that the sr wire was fractured, and the embolization coil was unraveled. If the ruby coil is forcefully retracted against resistance, the sr wire may fracture, and the embolization coil will stretch and unravel. The lantern used in the complaint and the ruby coil pusher assembly were not returned for evaluation; therefore, the root cause of the reported resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01289.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed the initial ruby coils in the target vessel using the lantern and a 5f guide catheter. While advancing the last ruby coil through the lantern, the physician experienced resistance. While attempting to retract the ruby coil for repositioning, resistance was also experienced and subsequently, the ruby coil unintentionally detached in the lantern. It was reported that part of the ruby coil unraveled in the patient¿s body. Therefore, the physician removed the guide catheter, the lantern and the detached ruby coil together. The procedure was ended at this point and no additional coil was needed. There was no report of an adverse effect to the patient.